Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-feb-2022, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 25-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient noticed pain in the ribs and insufficient pain relief from the ins. There were no factors noted that could have contributed to the issue. The rep reported that an x-ray showed the left lead migrated down and lateral. The system was explanted. The issue was resolved. No further complications were reported.